Event description:
It was reported, the patient experienced syncope while at work. The syncope was presumed to be related to the ventricular tachycardia (vt) detection/termination algorithm. The device was checked and it was noted that it had fired in response to an arrhythmia. The hardware functioned correctly and normal rhythm was restored. The patient was stable and discharged. The device remains in use. It was also noted that the patient is taking part in the uatp 2.0 study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). 6931 implantable tachy lead 2005 (B)(6); 4194 implantable pacing lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.